Event description:
The customer reported a cleaner leak from the coulter hmx analyzer with autoloader. The instrument was failing white blood cell (wbc) backgrounds when the leak was noticed. The customer could not determine the exact location of the leak. The volume of the leak was about 10 cups and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/13/2015. The fse found a leak at the bellows tubing. The fse replaced the tubing, which repaired the leak. The fse also confirmed the instrument was failing wbc backgrounds. The fse cleaned the wbc aperture, and the instrument passed all backgrounds. The repairs were verified per established procedures. (B)(4).